Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. There were indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Testing found no indication of an equipment failure that would cause a fluid leak. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell value and verification was within tolerance. The cycler passed the mushroom heads check. There were no discrepancies encountered in the internal inspection of the cycler. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment sheets it was noted the patient experienced an incident of increased intraperitoneal volume. Drain 1: 259. Fill 1: 2473. Drain 2: 7010. The patient reported feeling full but did not require medication intervention or additional treatment as a result of the overfill instance. The reported drain volume of 7009ml was 280% over the expected drain volume which resulted in a reportable device malfunction.